Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Clip on the back of mics came off. Tka procedure.

Manufacturer narrative:
Reported event: it was reported that clip on the back of mics came off. Tka procedure. Product evaluation and results: visual inspection: visual inspection revealed that the handle pivot latch dislocated from the handpiece. Dimensional inspection: dimensional inspection was not completed as visual and functional inspection clearly show the failure of the device. Material analysis: material analysis was not completed as visual and functional inspection clearly show the failure of the device. Functional inspection: functional inspection revealed that the handpiece handle could not become unlocked because the latch to unlock that function had dislocated. The pin had fallen out of the pivot latch and the latch had dislocated from the body of the handpiece. Product history review: review of the product history records indicate 25 devices were manufactured under lot no k0b1c and 23 devices including s/n (B)(4) were accepted into final stock on 04/19/2018. Review of qt18 - 04 - 0060 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0b1c shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Clip on the back of mics came off. Tka procedure.